Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture

Event description:
Patient reported a left side capsular contracture baker grade unknown. Healthcare professional later reported a left side rupture confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side capsular contracture baker grade unknown. Healthcare professional later reported rupture confirmed via MRI and pain. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening with two patterns on the same edge assessed as fold flaw opening and surgical damage. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h11.

Event description:
Patient reported a left side capsular contracture baker grade unknown. Healthcare professional later reported rupture confirmed via MRI and pain. Device has been explanted and replaced.

Event description:
Patient reported a left side capsular contracture baker grade unknown. Healthcare professional later reported rupture confirmed via MRI and pain. Device has been explanted and replaced.